Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufactures instructions, quality control, and a functional test & visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the dilatory was returned with the device. Biomatter was present throughout the device. During the functional test the device was flushed with water to check for leakage and a small stream of water was noted coming from the valve. The syringe was disconnected, the sheath flushed with air, and the syringe was reconnected to flush again. Water leaking from the valve was noted a second time. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed one nonconforming event which could contribute to this failure mode. This nonconformances was for leakage on two devices. Though this nonconformance is potentially related to the reported failure mode, the affected units were scrapped and not replaced prior to order completion. It should also be noted there were no other reported complaints for this lot number. Furthermore, a review of the manufactures instructions and quality control procedures was conducted, and no gaps were discovered. Moreover, an IFU is provided with the device, which states ¿2. Using the side-arm of the valve, flush the introducer by filling the introducer assembly completely with heparinized saline." Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, a (B)(6) male was undergoing an angio procedure utilizing a flexor balkin guiding sheath. After inserting the flexor balkin guiding sheath into the patient's contralateral groin access, it began leaking around the hub when the dilator was removed. A pin hole leak was observed in the complaint sheath. Estimated blood was described as very little. Subsequently, the physician removed the complaint device and replaced it with another to complete the procedure. There have been no adverse events reported regarding the patient.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.